Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information received noted that this device has been returned. Upon analysis this investigation will be updated.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that a neurosurgery registrar wanted the device checked as the patient had received inappropriate therapy. During a follow up low out of range pacing impedances, high thresholds, oversensing and inappropriate anti tachycardia therapy was noted on this right ventricular lead. A lead revision took place, and when this right ventricular lead was tested with a pacing system analyzer (psa) the impedance values had increased above 200 ohms while the pacing thresholds had also increased. This right ventricular lead was surgically abandoned while the device was explanted but will not be returned. No adverse patient effects were reported.